Event description:
The patient underwent a norwood procedure using a "sauo shunt" technique for hypoplastic left heart syndrome. The product was used to cover the vascular gore prosthesis and anterior pericardial defect. A secondary thorar, closure was done 48-72 hours post-op per drainage peristent drainage resulted in ultra-sound verified diagnosis of pericardial and mediastinal effusion. A re-operation was performed, the product was removed, and additional drains were installed.